Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a failure in the repair process. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (image issue) was confirmed. In addition to the additional screw found in the control body, additional evaluation findings were as follows: the light cover glasses adhesive, the optical cover glass adhesive, the distal end adhesive, and switch 1 were worn and needed to be replaced, the light guide tube had minor delamination, the scope connector had water ingress, the up/down angle was not to specification, and the up/down, left/right angle was play evident. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus engineer reported on behalf of the customer, that when using an evis lucera elite colonovideoscope, there was an issue with the image when preparing the scope. The event occurred during preparation for use. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was an additional screw in the control body. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.